Event description:
It was reported that the pt went through a security gate and subsequently experienced a shocking/jolting sensation. She also have acute pain at the ins site. The pt turned the device off and back on which relieved the shocking. The pain was present whether the stimulation was on or off. Impedance measurements were normale, and the pt still had symptom control. Further information is being requested from the hcp.